Event description:
The customer reported that the devices knife blade became increasingly difficult to advance and retract. It was noted that the device jammed while outside of the patient. There was no patient injury. The device was returned for investigation with the clear insulation missing. Nothing fell into the patient and nothing was left in the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow up report will be submitted.